Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged invalid and false positive results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. During review of the customer data for investigation, additional samples were identified. Two additional false positive results were discovered for two patient samples. Therefore, two mdrs will be filed per the FDA guidance. Additional information was obtained regarding the two samples. Customer reported that sample 1 generated an invalid result for all targets initially. Upon re-testing, the same sample generated a positive result for sars cov-2 and influenza b and an invalid for influenza a. The customer repeated the test again on the same sample and this time, all targets generated a negative result. Sample 2 generated a positive result for sars cov-2 and influenza b targets and a negative for influenza a upon initial testing. There is no information on repeat testing on this sample. Per additional information, patient sample 1 was collected using an off-label collection kit. An investigation was conducted to evaluate the customer issue.